Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: the pump boots up to verify screen with no issues and the blank screen complaint could not be duplicated during investigation. Unrelated to the original complaint, the display screen was found to be scratched. The alarm history shows evidence of cs012/052/054 alarms. It was confirmed that moisture was observed behind the display lens. The leak test fails due to a cover crack on the front of the pump between the lens bezel and the case seal. The pump cover was removed, and internal moisture was found on the pcb.